Event description:
It was reported that a battery detect error was detected when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The error was most likely triggered by frequent magnet application. The error was cleared by the programmer and the battery voltage had recovered with no further magnet applications stored in the device log. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a battery detect error was detected when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The error was most likely triggered by frequent magnet application. The error was cleared by the programmer and the battery voltage had recovered with no further magnet applications stored in the device log. The device remains implanted. No adverse patient effects were reported.